Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. Boston scientific technical services (ts) noted that the impedances are jumpy and provided potential causes. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).